Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2013 and two layers of topical skin adhesive was used. Gauze and tegaderm were placed over the product. The patient was then casted. Within four days the patient experienced blistering at the site. The surgeon cleaned the area and used hydrocortisone ointment. The topical skin adhesive was removed. The surgeon opines that a factor that contributed to this event was an interaction with marcaine 0.25%, that was injected after the topical skin adhesive was applied.